Event description:
Pt complained of increased pain and anxiety. The nurse checked the IV bag and found the bag containued the original 50cc of medication and fluid that was placed in the pump. The pump gave all indications that it delivered all the doses to the pt but it did not. No volume was delivered to the pt.